Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 4.00 x 20 synergy¿ drug-eluting stent, the stent strut became lifted when the protector sheath was removed. The procedure was completed with a 4.0 x 16 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were several stent struts that were bunched up and bent. The stent moved distally on the balloon. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several hypotube kinks. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 4.00 x 20 synergy drug-eluting stent, the stent strut became lifted when the protector sheath was removed. The procedure was completed with a 4.0 x 16 synergy drug-eluting stent. No patient complications were reported and the patient's status was good.